Event description:
The pt's mother reported that the pt woke up on (B) (6) 2010 with elevated blood glucose of 475 mg/dl. He changed the infusion site and bolused through the infusion device. Later he felt very tired and changed the infusion set and insulin cartridge and he went to sleep. At midday he vomited and he was unable to lower his blood glucose by bolusing through the infusion device. He was driven to the hospital by his mother and his blood glucose measured 477 mg/dl and he was diagnosed with ketoacidosis. He was disconnected from the infusion device and given an insulin IV. The pt's doctor found insulin in the cartridge compartment of the infusion device. They changed the infusion set, but were unable to solve the issue. The pt switched to the backup infusion device. No further info is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.